Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the complaint revealed that the root cause for the reported complaint could not be determined. Based on the limited information provided, the extent of patient impact cannot be determined based on the details provided. Therefore, no further medical assessment is warranted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection reveals the device appears to be worn from use. The inspection confirms the distal tip of the threads has been fractured from the device and was not returned with the device.the complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the complaint revealed that the root cause for the reported complaint could not be determined. Based on the limited information provided, the extent of patient impact cannot be determined based on the details provided. Therefore, no further medical assessment is warranted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right shoulder arthroscopy and rotator cuff procedure, the tip of awl was tapped in with mallet then turned in with surgeons hands as the threads engaged the bone. Some tissue got stuck as he was trying to turn the awl into bone so he removed awl and then shaved some tissue away. When he put awl back in to properly dilate the hole, it was noticed that the little tip was missing and presumably broke off inside the patient head of humerus while tapping greater tuberosity. Then a 4.5 pk awl was used to tap in and then again did the 4.75mm awl with tip missing just to ensure we got the hole properly dilated. The pieces were not retrieved from the patient. The procedure was successfully completed without delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.